Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use and even with the cuff pressure gauge, pressure was not applied, and voice was leaking. After the product replacement, the water was inserted into the endotracheal tube's cuff, and it was tried to identify the leak location, but there was no water leakage. It was reported that the cause of the leakage was unknown.